Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier has been returned and evaluated by the failure analysis team. The initial findings conducted by failure analysis (fa) were confirmed. The medium-large clip applier was placed on an in-house system and confirmed to exhibit imprecise motion. When testing intuitive motion with the grips closed, the tips had difficulty moving in the intended direction and exhibited a jerky, unexacted motion once the grips were released. Upon driving the medium-large clip applier instrument for a couple of minutes, the system detected an instrument malfunction and stated to remove the instrument. It was also observed that the grip cables were looser than normal on the distal and proximal end. This would have caused the observed imprecise motion and malfunction. It was additionally observed that the clamping pulleys had discoloration. The discoloration was attempted to be removed with alcohol and was unable to be removed.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument evaluation has not been completed yet, the information gathered indicates that the device did contribute to the customer reported issue. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: cde identified sudden yaw motions at the 2:10 and 11:00 mark when the surgeon presumably attempted to close the tips; however, cannot confirm without ssc video - knowing what or how the surgeon intended to control the masters. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the medium large clip applier instrument was used for clip application on the inferior mesenteric artery and had unintended movement occur twice. The user noted that even though there was unintended movement, the clip was applied successfully. The second occurrence of unintentional movement resulted in interference with the clip. The clinical sales representative (csr) noted that the reported event was also occurring after the instrument had been reseated. The user opted to use a spare medium large clip applier instrument. The surgeon noted that there were no strange movements from the master tool manipulator controller. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the csr confirmed that the reported event for unintended movement occurred while the surgeon head was in the surgeon side console (ssc) high resolution stereo viewer (hrsv). At the time of the event, the surgeon was attempting to manipulate the medium large clip applier instrument by placing a clip. The observed movement was noted to be greater than it was intended and was intermittent resulting in the instrument being unable to be moved with the master controls. There was no shakiness, friction, instrument interference, arm interference, or external collisions with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and fa was able to confirm and replicate the customer reported complaint. The instrument was found to have failed intuitive motion. Fa placed the instrument on an in-house system, and it passed the recognition and engagement test. The instrument exhibited imprecise motion. Fa noted the instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This MDR is being submitted to add reference to a field action.

Event description:
Refer to h10/h11 for follow-up information.